Manufacturer narrative:
The insulin pump had no motor error alarm or no excessive no delivery alarm during testing. The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery multiple times. Customer's blood glucose was unknown. The alarm history was reviewed and a motor error alarm had occurred before the no delivery alarm. Customer was advised the device needed to be replaced. The device will be returned for analysis.